Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed but the length of time that the procedure took was extended due to the unpredictable movement caused by the geo control module. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry movements were erratic and mixed. Upon functional testing, the fse found geo functionality was working, however the user was not able to control when the frontal c-arm was rotating. The fse confirmed that the geo module was defective. The defective geo module was returned for analysis and confirmed the failure was due to enmv reading 12v at startup. To resolve the issue, the fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were erratic and mixed. The device was in use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.